Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer's mother reported her daughter's blood glucose reached 491 mg/dl less than 6 hours after the pod was activated. Upon inspection she noticed the cannula had dislodged from the infusion site.